Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. No new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on bsc aware date.